Event description:
Boston scientific received info that this implantable right ventricular lead exhibited increased threshold measurements one day post implant. The pt was checked again the next day and the threshold measurements continued to increase. A decrease in sensing measurements was observed at that time. An invasive procedure was performed and the lead was explanted. The lead was damaged during the explant procedure. No adverse pt effects were reported.